Manufacturer narrative:
(B)(4). It was reported that the thrombus was recalcitrant to thrombectomy. Additionally, the post procedure subarachnoid hemorrhage was reported to be study disease related. Intracranial hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire 2 revascularization device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information that at 24 hours post intervention, the patient experienced symptomatic subarachnoid hemorrhage (sah) with neurological deterioration. The patient was diagnosed with a left m2 middle cerebral artery occlusion and was treated with intravenous tpa prior to mechanical thrombectomy procedure. According to the procedure note, three passes of mechanical thrombectomy devices was performed; however, there were no interval change with a persistent tici 0 flow of the m2 inferior division branch of the left mca. It was decided at the time that the thrombus was recalcitrant to thrombectomy. Balloon angioplasty was performed; however, after waiting 5 to 10 minutes, it was noted there was interval restenosis and recoil. Subsequently, an intracranial stent was implanted. The physician concluded that the mechanical thrombectomy and stenting and angioplasty procedures were successful with tici 2b reperfusion of the inferior division of the mca. There was no appreciable complication. The patient was transferred in a stable condition. Baseline nih stroke scale was 12. At 24 hour assessment; imaging showed subarachnoid hemorrhage with nihss of 16. Subarachnoid hemorrhage was reported to have caused prolonged hospitalization. This serious adverse event was determined to be study disease related.